Manufacturer narrative:
(B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by zimmer biomet (B)(4) revealed that the handle was found to be jammed, the inner gear was burred. There was no lubrication found on the handle and the comb was bent. The cutters could not roll smoothly and therefore a pretest could not be performed. The 4 cutters that were returned were tested and all found to not meet zimmer biomet¿s test mesh criteria. Repair of the skin graft mesher was performed by zimmer biomet (B)(4) included replacement of the comb, ratchet gear and ball detent. Skin graft mesher, (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection by zimmer biomet (B)(4) it was noted that the handle was found to be jammed, the comb was bent, and all 4 cutters that were returned were found to not meet zimmer biomet¿s test mesh criteria. While during the initial inspection by zimmer biomet (B)(4) it was noted that the handle was found to be jammed, the comb was bent, and all 4 cutters that were returned were found to not meet zimmer biomet¿s test mesh criteria, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device was sticking and not working. Investigation results found that the comb was bent. No adverse events have been reported as a result of the malfunction.